Event description:
Lancets produced by specialty medical systems are breaking during use is one problem. The other is that the length of the lancets varies in a great amount for up to 1/8 difference. Dates of use: 2009. Diagnosis or reason for use: diabetic testing.